Event description:
It was reported that seven catheters kept falling out of the patient resulting in a urine leak. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿torn rubberize¿. A potential root cause for this failure could be "insufficient latex strength or low/ non uniform rubberize thickness". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that seven catheters kept falling out of the patient resulting in a urine leak. No medical intervention was reported.